Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the pump was not communicating with their meter. The customer states the meter readings were slightly different from the pumps. The father states the customer also experienced a low of 40mg/dl. The father states they were able to treat the low and the customer's levels are now back up. The father states they will call back at a later time to troubleshoot the meter and pump readings.